Manufacturer narrative:
The cobas e 801 module serial number was (B)(6) the customer questioned an interference with testosterone. The sample was requested for investigation. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys testosterone ii assay on a cobas e 801 module. Initial result: 30.4 nmol/l. On (B)(6) 2025: repeat result: 19.12 nmol/l (tested using beckman).

Manufacturer narrative:
The requested sample was not provided for investigation. The calibration data was provided and was acceptable. The product labeling states in its subheading: "limitation ¿ interference" "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur." A general reagent issue can be excluded since the qc was within the acceptable ranges. The investigation did not identify a product problem. Based on the provided information, the cause of the event could not be determined.